Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved after a reboot. The issue could not be replicated. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the localizer was not connected. A representative tried going back in the software without resolution. Rebooting resolved the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.